Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) passed away on (B)(6) 2016. A patient advocate called to report the death and stated the cause of death was chronic obstructive pulmonary disease. The caller requested device analysis because he was concerned the device was programmed off when it should have been programmed on, preventing therapy from being delivered if needed. The local field representative was contacted for additional information. After speaking with the patient's following physician, the field representative learned that prior to the patient being implanted with the ICD, the patient had ischemic cardiomyopathy and left ventricular dysfunction. The patient was having non-sustained ventricular tachycardia events. Because ventricular tachycardia could be induced, the patient was implanted with a single chamber ICD. After the implant, the patient planned to return for a device check. The patient developed pneumonia and there was concern about the patient's cognition too. The patient then relocated from (B)(6). The patient was later seen at a medical center in (B)(6) on (B)(6) 2016 for pneumonia, but there was nothing in the records that showed his device was ever turned off. The most recent records available (from (B)(4)) do not include any orders for device management. No further information is available. The device was not returned to boston scientific after the patient died. An online obituary notice confirmed the patient passed away at a medical center in (B)(6). A field representative in the (B)(6) territory that covers the hospital where the patient died was notified. The field representative was not aware of any orders to deactivate the device, nor was he able to obtain any additional information directly from the hospital, therefore we cannot confirm or deny if the device was programmed off before the patient died.